Event description:
Ethicon endopath ets-flex 45 articulating endoscopic linear cutter did not appropriately fire the cartridge load on the sigmoid colon. The full staple cartridge discharged with only half the staples appropriately approximating the edges while the other half of the staples did not fully bend and resembled a "u" configuration.